Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 2 malfunction events, where it was reported the device experienced difficulty loading and unloading the cot into the ambulance. There was no patient involvement.

Manufacturer narrative:
After investigation, it was found that one of the records was a duplicate event of the another. Because of this, the number of reported events has been changed from 2 to 1.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced difficulty loading and unloading the cot into the ambulance. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced difficulty loading and unloading the cot into the ambulance. There was no patient involvement.